Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Capture detail shows ventricular capture management threshold measurement of 2.5 volts on (B)(6) 2014 and ventricular capture management test aborted due to high threshold.

Event description:
It was reported that the right ventricular lead was found to have loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.